Manufacturer narrative:
An event regarding wear involving an unknown mrs femoral bushing was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details and return, pre- and post-operative x-rays, primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. It is noted that the revised devices had been in situ for almost 19 years and revision due to reported wear of the bearing components can be expected after such long time in service. It is also noted that a number of mrs components were replaced with gmrs components, which is possible as both systems are compatible with each other; the gmrs system was introduced in 2004.

Event description:
It was reported that surgeon indicated the bushings in the mrs are worn and need to be replaced in left knee.

Event description:
It was reported that surgeon indicated the bushings in the mrs are worn and need to be replaced in left knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Hospital policy.